Event description:
Per the clinic, the patient developed an infection which could not be resolved with oral antibiotics. The device was explanted on (B)(6), 2012. There are no plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4)